Event description:
It was reported that a cartridge change error occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. Reportedly, the customer was using off label insulin with the pump and not following proper load procedure when filling the cartridge. Reportedly, the customer reverted to an alternate method of insulin therapy.